Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported patient experienced pain, erosion, urinary problems, organ perforation and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2011. It was reported patient underwent mesh revision/removal on (B)(6) 2012 due to exposure and erosion of vaginal mesh into vagina. Patient underwent mesh revision/removal on (B)(6) 2012 due to erosion of implanted vaginal mesh and other prosthetic materials to surrounding organ or tissue, sui.

Event description:
It was reported that the pt underwent gynecological procedure on (B)(6) 2011 and a mesh was implanted into the pt. It is reported that the pt experienced pain, erosion of internal tissues and has undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time.

Manufacturer narrative:
Date sent to FDA: 04/13/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.